Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was able to complete the procedure without any patient injury. It was reported to philips that the patient fell between the stretcher and patient table. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer reported that table moved when transferring patient from stretcher to table and the user supported the patient and prevented injury. The customer could not identify what moved; the pivot or tabletop may have shifted. The staff supported the patient, the procedure was completed on the table, and no injuries were reported. The customer was gathering information and requested onsite support. The philips field service engineer (fse) checked the system logs onsite but found relevant error information but confirmed that the user locked the table using the tsm, and the table remained locked at the time of the incident occurred. Fse physically inspected all table brakes, and they were fully functional and also adjusted the table pivot movement, which was found to be very stiff. While troubleshooting, fse found that the patient was heavy and the error occurred was due to user. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed without any injury as the user was unable to move the patient correctly to the table due to heavy weight. As the root cause was determined to be user error, and the system is functioning within specifications, philips concludes, based on these investigation results, that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during patient transfer from the stretcher to the bed, the patient fell. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.